Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not seen exiting the infusion set tubing. Reportedly the customer changed the infusion set, and cartridge, and successfully resumed insulin delivery. Customer's blood glucose level ranged from 340-400 mg/dl.